Event description:
The customer reported the system displayed an interlock failure error and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found blown fuses on the ps2 power supply. Removed and replaced ps2 power supply. Tested system by making several fluoro images. System operates as intended.